Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0774 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that there is a visible "glitch" at the end of guide wire. The "glitch" was reportedly cut off and used as normal. No reported patient injury. This file addresses patient 2 of 3.